Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded act, up and down buttons on the keypad traces. No unexpected numbers ramping during testing and no button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 313 mg/dl. Customer stated she has not treated for her blood glucose due to the button error. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.